Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and found the display was blank; the se replaced the power supply, which resolved the issue. The ventilator passed self-testing.

Event description:
It was reported that, during patient use, the ventilator's display went blank and became inoperable. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.